Manufacturer narrative:
Correction: the product detail reported on the initial report are not correct. The details of the implant fixture are currently unknown. Should the device details become available, a supplementary report shall be submitted.

Manufacturer narrative:
This report is submitted on january 19, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
It was reported that the patient experienced pain and swelling at the abutment site in (B)(6) 2017 and subsequently was treated with antibiotics. In (B)(6) 2017, the patient experienced a loss of osseointegration resulting in fixture loss. Re-implantation is planned; however it is yet to occur as of the date of this report, january 19, 2018.